Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The evaluation revealed that the two devices distal tips are broken off. They broke at the spiral weld. The shafts and the broken pieces are bent. In addition, gouges and scratches were observed on the depth stop, and the shrink tubes are ripped and stretched. The device met all material specification as received. Complainant's event typically caused by leveraging/prying the device during implantation procedure. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a meniscal repair procedure, the surgeon deployed the first peek implant from a speedcinch and when re-positioning the device to deploy the second peek implant the needle broke-off of the handle before the second peek implant could be deployed. Surgeon removed the second peek implant and the needle tip. Surgeon then tied a knot using the suture for the first peek implant which was left behind the meniscus. Surgeon then attempted another speedcinch device and exactly the same thing occurred. Surgeon again removed the second un-deployed peek implant and the needle tip. Surgeon again tied a knot using the suture for the first peek implant from this second speedcinch which remained behind the meniscus. To complete the procedure the surgeon opted to use another manufacturer's device. The technique was not altered.